Event description:
It was reported that prior to a colon resection procedure, while preparing the device for case application, a staple in the distal part of the jaw was not completely formed. The procedure was prolonged 30 minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.